Event description:
It was reported telemetry confirmed a critical alarm due to an empty reservoir. The last refill was (B)(6) 2012; however, the updated reservoir volume was not programmed at that time. A 25% increase was intended on that date as well, but was not programmed. Interrogation revealed pump programming had last been updated on (B)(6) 2012. The patient was not having any symptoms but was "a little stiff" the night prior to report. The reservoir volume was going to be updated to the accurate volume. Additional information indicated the patient was doing fine. The device system was used to deliver lioresal.

Manufacturer narrative:
Device added: physician programmer model: neu_unknown_prog, serial#: unknown. (B)(4).

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).